Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Review of the device lot history record did not produce any non-conforming material reports associated with this lot number. In-stent thrombosis and neurological issues are known potential adverse effects associated with the use of carotid stents as listed in the device instructions for use. There was no reported device malfunction.

Event description:
Device malfunction: none. Symptoms/ae: in-stent/neurological deficits. Time of symptoms/ae: approx two weeks post procedure. It was reported that approx two weeks post an uneventful left internal carotid artery stenting procedure, the pt was admitted to the ER with sudden onset of left sided numbness, weakness, and word finding difficulty. An MRI was performed which revealed thrombosis of the lica stent. The physician contributed the thrombosis to human immunodeficiency virus (hiv) vasculopathy and the pt's uncontrolled risk factors of uncontrolled diabetes, hypertension, hypercholesterolemia and smoking. Plavix and aspirin were discontinued and the pt was placed on coumadin. No other treatment was reported. The condition improved and the pt was discharged to home 4 days later. Although requested, there is no additional info available.